Manufacturer narrative:
As viewed through the returned packaging, it was found that the coil was returned unsheathed, entangled, and damaged. The proximal section has been damaged. The coil¿s primary winding is observed to have been torn away from the distal soldered section. The proximal section of the coil has lost its secondary winding and has stretching, compression, and buckling damage found to the primary winding. Due to no damage reported in the complaint event and due to post-procedural handling and packaging; it cannot be determined how and when the coil was damaged. In addition, concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The distal section of the coil is undamaged. Located 14.0 centimeters off the distal tip of the device positioning unit (dpu) is a severely bent section of the core wire. Located 91.5 centimeters off the distal tip of the green introducer; is a section of mechanical sheath damage caused, in part, by the resheathing tool. This opened up the skive which may have allowed the core wire and coil to protrude outside the introducer sheath. The most likely contributing factor to the resheathing difficulty may have been due to the mechanical sheath damage that opened up the skive which may have allowed the core wire and coil to protrude outside the sheath. While the exact circumstances of how and when this damage occurred cannot be determined, it is possible that if the kinked core wire was retracted through the resheathing tool, this could have caused a binding action which would have caused the resheathing tool damage found to the sheath where the skive was opened. With the core wire and the coil outside the sheath; resheathing the coil cannot be performed. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint that the coil could not be re-sheathed is confirmed, however the likely cause is mechanical damage during use. The circumstances of the subsequent damages on the product cannot be definitively determined however other mechanical damage during use may have caused these issues. A review of the device history record revealed no issues that can be related to the reported event and inspections are in place to prevent these types of failures to leave the facility. Therefore no additional actions are taken at this time.

Event description:
This micrusphere coil (csp10050030/c24462) could not be re-sheathed.

Manufacturer narrative:
As viewed through the returned packaging, it was found that the coil was returned unsheathed, entangled, and damaged. The proximal section has been damaged. The coil¿s primary winding is observed to have been torn away from the distal soldered section. The proximal section of the coil has lost its secondary winding and has stretching, compression, and buckling damage found to the primary winding. Due to no damage reported in the complaint event and due to post-procedural handling and packaging; it cannot be determined how and when the coil was damaged. In addition, concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The distal section of the coil is undamaged. Located 14.0 centimeters off the distal tip of the device positioning unit (dpu) is a severely bent section of the core wire. Located 91.5 centimeters off the distal tip of the green introducer; is a section of mechanical sheath damage caused, in part, by the resheathing tool. This opened up the skive which may have allowed the core wire and coil to protrude outside the introducer sheath. The most likely contributing factor to the resheathing difficulty may have been due to the mechanical sheath damage that opened up the skive which may have allowed the core wire and coil to protrude outside the sheath. While the exact circumstances of how and when this damage occurred cannot be determined, it is possible that if the kinked core wire was retracted through the resheathing tool, this could have caused a binding action which would have caused the resheathing tool damage found to the sheath where the skive was opened. With the core wire and the coil outside the sheath; resheathing the coil cannot be performed. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.